Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed; however, the reported inability to retrieve the data from the controller was not able to be reproduced. The returned system controller serial number (B)(6) was connected to a test power module patient cable, test power module, and test system monitor. The log files were successfully retrieved. The event log file contained data recorded from (B)(6) to (B)(6) 2021 where power cable disconnect alarms were recorded. Some of these alarms appeared atypical. The data captured on (B)(6) at 10:24 revealed that a driveline communication fault became active. The alarm was associated with a communication b line fault. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2021 to (B)(6) 2021. The recorded data did not add any new information regarding the reported event. The evaluation of the returned system controller revealed a broken missing pin in both, the white and black power connectors. The missing pin represents one of the redundant negative (v-) power lines. The system controller was disassembled to inspect the internal components. There was a significant amount of a green substance/fluid inside the controller. Both power cables pcb connectors were filled with the green substance. During further evaluation the power cables outer insulation was removed and the green substance was confirmed in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction and the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. In conclusion, the green substance observed in the power cable pcb connectors has the potential to result in the intermittent power cable disconnect alarms. However, the system controller ability to operate a test pump during analysis was not affected and a correlation between the driveline communication fault alarm captured in the log file and the system controller was not identified. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-07177. It was reported that the patient called about having a driveline communication fault alarm. It was also noted that the system controller was unable to download data. Technical services recommended performing a system controller and modular cable exchange. Both products were exchanged and the alarms resolved.